Event description:
A (B)(6) female pt contacted zoll customer support to report that her battery pack was charged, but when she placed it in the monitor, the monitor indicated there was a problem. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval of battery pack sn (B)(4) is currently underway. The reported problem (battery fault) has been confirmed. As received, the battery would not communicate. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.